Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was around 390 mg/dl. Customer had a stomach virus and high blood glucose levels which resulted in going to the emergency room. Customer was experiencing severe stomach pain and vomiting. Customer was wearing the insulin pump at the time they were admitted into the emergency room.